Manufacturer narrative:
Other relevant device(s) are: product ID: 9734715, serial/lot #: (B)(4). No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a sacroiliac and thoracolumbar procedure. It was reported that during a clinical case the site was having issues with the long spinous process clamp not opening and closing properly. It was known that the clamp was very sticky and if the spinous process is to large the clamp doesn't engage properly. The site was able to complete the case once the spinous process was trimmed down to accommodate the clamp. There was a delay of less than 1 hour (5mins). No patient impact was correlated with this event.